Event description:
It was reported that the patient never had therapeutic effect despite repeated adjustments and experienced a shocking or jolting sensation. The implantable neurostimulator (ins) caused the patient pain and since (B)(6) 2011 the patient has been getting shocks on the left buttock and leg. The ins was turned off and an explant was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-28, lot #v594185, implanted: 2010-(B)(6), explanted: unk, programmer 3037, serial #(B)(4).

Event description:
Additional information from the patient's physician confirmed the event. The patient had sharp stinging pain down the leg and had turned the device off. The patient also found the device cosmetically unacceptable. The patient did not feel the device helped her urinary symptoms. The device was subsequently explanted. There were no injuries.